Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to implant subsidence on the tibial side due to peri-articular cyst formation. This patient has backed out of the revision surgery.

Manufacturer narrative:
Correction - b5, d1. H6 (results code, conclusion code) once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.